Manufacturer narrative:
The insulin pump passed the displacement and self test. However, unit errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The fault was isolated to the motherboard. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they tried to download data on more than one computer, his doctor also tried, and the specialist tried on several computers without success. The customer¿s blood glucose level was unknown. Troubleshooting was performed, and the insulin pump did not connect to the care link. The insulin pump will be returned for analysis.